Manufacturer narrative:
The patient received a CT exam which showed that no endoleak was present. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.4cm abdominal aortic aneurysm. The patient has a 2.7cm diameter aortic neck at the renal arteries, a 3.5cm proximal neck length with 60degress of angulation, s-shaped tortuosity with mild calcification. Treatment was performed. It was reported that a type I endoleak was noted on the final angiogram. The stent graft was re-ballooned several times and 6 endoanchors were implanted. The type I endoleak decreased, however, was still present to a mild degree. As per the physician, the cause of the event was anatomy related and due to the angulation of the aortic neck. No additional clinical sequelae were reported, and the patient will be monitored.